Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm. The customer's blood glucose level was unknown. The customer states the esc and act buttons were unresponsive. The customer's blood glucose level had been as high as 140mg/dl. The customer states they had back up pump at home. The customer would be swapping pumps. No further assistance provided at this time.